Manufacturer narrative:
(B)(4). Evaluation results: dissection.

Event description:
Pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st diagonal branch during the index procedure. A coronary artery dissection is reported to have occurred during the procedure. A second endeavor sprint rx stent was implanted for treatment of the dissection, overlapping the previously implanted stent. The dissection event was described as moderate in intensity. The investigator assessed that the event was not related to the study device or study drug, and definitely related to the study procedure. The pt recovered with treatment and no other clinical sequelae were reported.